Manufacturer narrative:
At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touchscreen was frozen and was not able to change the settings while in use with a patient. The customer reported that there was no patient harm or injury as ventilator was switched.